Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by customer that the device fails pacing test in opts-check. There was no reported patient involvement / adverse patient impact.